Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional testing. Visual analysis of the returned sample revealed reddish material and a hole in the pebax with metals exposed on the thmcl smtch sf bid, catheter. The carto test was performed in accordance with bwi procedures. Although the catheter was recognized and properly visualized on the carto 3 system, it was noticed that when the catheter tip is manipulated to different angles or towards the catheter¿s shaft, the temperature would flicker on the generator display. This condition confirms that there is an electrical continuity loss, which is attributed to the broken thermocouple circuit inside the tip, but it is unrelated to the absence of force value encountered during the procedure. A manufacturing record evaluation was performed for the finished device [30564655l] number, and no internal action related to the reported complaint condition were identified. The issue reported could be related to the blood observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax with metals exposed. Initially it was reported that the carto 3 system was displaying a n/a for the force when the thermocool® smart touch® sf bi-directional navigation catheter was plugged into the patient interface unit. They tried re-zeroing several times without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The carto 3 system was operating per specifications and was not responsible for the product issue. The procedure was continued with no patient consequence. The force issue was assessed as not MDR reportable. The issue was highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material and a hole in the pebax with metals exposed observed. The hole in the pebax with metals exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.